Event description:
It was reported catheter powerpicc solo 6194118 was leaking. Catheter was tunneled in the axillary vein. After catheter removal it was noted that there is a rupture present on 15th centimeter. Unfortunately, there was ongoing chemotherapy so patient has necrosis and patient may need reconstruction procedure, they are still observing, decision not yet taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported catheter powerpicc solo (B)(6) was leaking. Catheter was tunneled in the axillary vein. After catheter removal it was noted that there is a rupture present on 15th centimeter. Unfortunately, there was ongoing chemotherapy so patient has necrosis and patient may need reconstruction procedure, they are still observing, decision not yet taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one s/l 4 fr powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 14 cm and 15 cm depth markers and between the 15 cm and 16 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the catheter was subsequently cut to measure the wall thickness of the catheter to ensure the catheter was within specifications of the drawing. The catheter was measured and was found to be within specification. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.